Event description:
Pt has had problems with their port. Dr moved it and problems again. Their port area is red again and their dr keeps them on meds but began tired of taken them. Follow up findings with surgeon's office "opeative report, preoperative and postoperative diagnosis: status post lap-band with port which has flipped over with chronic pain. Operation performed: diagnostic laparoscopy. Revision of tubing of lap-band and tubing intra-abdominally with placement of new port." "The pt has a small amount of serous fluid draining from the revised port site. No infection observed the pt is manipulating the port site."